Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte 2.25x24mm drug eluting stent to the circumflex (cx) artery, but was unable to cross the lesion. He then withdrew the stent and observed that it was deformed lesion. The procedure was completed by successfully placing a taxus express liberte 2.25x20mm drug eluting stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.